Event description:
It was reported that patient presented for pacemaker system extraction procedure due to vegetation on the right atrial (ra) and right ventricular (rv) leads. Pacemaker and both leads were explanted and replaced with leadless pacemaker. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.